Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notice of reported issue with the smi-02ap, spectrum autopass suture passer, serial # (B)(4) that occurred (B)(6) 2019 during a rotator cuff repair procedure involving a (B)(6) yr old male patient weighing (B)(6) kg, at the (B)(6). It is documented that "the jaw of the smi-02ap broke while grasping the rotator cuff." It is noted that there was no impact or injury to the patient and the procedure was successfully completed with a 2-minute delay by using an alternate device. Additional information was obtained and clarified that the lower jaw broke, detached but did not fall into the surgical site. This report is being raised on the basis of previous filings as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
H11; d3 and g2 : corrections made to manufacturer information originally submitted. H10: the reported complaint of device breakage is confirmed. The returned used device, smi-02ap was evaluated and confirmed the reported problem. It was found the lower jaw is broken off. Broken lower jaw piece was not returned for the evaluation. Device failed function tests. The service history was reviewed, and no prior data was found. A DHR review was not conducted as the DHR is held by vendor classic wire cut. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001 the instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user : prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or overstressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.